Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a small hole in the heater bag of the home pd system kaguya set. It was further described that the hole was "near the tubing entrance to the bag". The hole in the heater bag of the kaguya set was discovered during testing with no patient involvement. No additional information is available.